Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-07660 and 2134265-2015-07656. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ coronary imaging catheter and a sled. During procedure, it was noted that during an auto pullback the mdu5 plus experienced an unspecified error message and the account could not perform the pull back. Initial reporter stated the mdu5 plus had issues with the sled and the mdu5 plus would not recognize. No patient complications were reported and the patient's condition was okay.